Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables was unable to be confirmed. The heartmate 3 system controller (serial number: hsc-084000) was not returned for analysis and no log files were submitted for review. The extent of the damage was unable to be determined. Multiple good faith effort attempts were made asking if the controller will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Voluntary medwatch received that stated the patient arrived to the clinic on (B)(6) 2021 for evaluation of the power leads on their controller as they were noted to be in disrepair. The controller was exchanged, and the patient was educated on the importance of keeping kinks and twists out of all the lvad lines.

Manufacturer narrative:
Medwatch / user facility report # (B)(4) was received on 14oct2022